Event description:
It was reported the patient had lead revision surgery due to lead fracture. The lead fracture effected the patient's efficacy. The procedure was successfully completed. The clinical specialist (cs) saw the patient after the revision surgery and they are doing very well. The patient's symptoms are controlled and no impedance. The cs provided the x-ray showing the lead fracture.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) # p190006. Block h11: investigation details: the device was returned for analysis. A DHR review was performed. Review of the dhrs found no nonconformances. All established specifications and criteria for release were met. Device fracture is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients insert. A risk review was completed and confirmed that the event of lead fracture was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b2: outcomes. Block g2: report source.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was returned for analysis. A DHR review was performed. Review of the dhrs found no nonconformances. All established specifications and criteria for release were met. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device fracture is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients insert. A risk review was completed and confirmed that the event of lead fracture was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b1: added product problem h11: update verbiage.

Event description:
It was reported the patient had lead revision surgery due to lead fracture. The lead fracture effected the patient's efficacy. The procedure was successfully completed. The clinical specialist (cs) saw the patient after the revision surgery and they are doing very well. The patient's symptoms are controlled and no impedance. The cs provided the x-ray showing the lead fracture.

Event description:
It was reported the patient had lead revision surgery due to lead fracture. The lead fracture effected the patient's efficacy. The procedure was successfully completed. The clinical specialist (cs) saw the patient after the revision surgery and they are doing very well. The patient's symptoms are controlled and no impedance. The cs provided the x-ray showing the lead fracture.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.